Manufacturer narrative:
The reported complaint was able to be confirmed and duplicated. Found that of solenoid s902 (p/n 68374 valve, solenoid 8mm, 24v, 3way) failed.

Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Device evaluated: at this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced transducer fault, motor fault and vent inop alarms. There was no patient involvement associated with the reported issue.